Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports she has not received stimulation or recharged her ipg in over a month.the ipg was unable to communicate with the programmer and the charging system was unavailable to troubleshoot. The sjm representative met with the patient and determined the patient last recharged 90 days ago and the ipg is confirmed inoperable. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced.